Event description:
Reportedly, when the surgeon inserted an instrument through the access device, the seal of the device tore. A piece of the seal fell into the pt's cavity. The piece was retrieved. No pt injury reported.

Event description:
Reportedly, when the surgeon inserted an instrument through the access device, the seal of the device tore. A piece of the seal fell into the patient's cavity. The piece was retrieved. No patient injury reported.